Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device was discarded and would not be returned for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: the device was returned for evaluation. The anterior cuff was engaged to the anterior needle tip with the link still attached to the cuff. There was presence of a link bulb. The monofilament, needle tip and posterior cuff were not returned with the device. Based on the investigation findings, the link was pulled at the posterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. A definitive cause for the reported event could not be determined for this incident. The cause for the reported event could not de determined. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Four unused representative samples with the lot number (20503j1) were returned for evaluation. Functional testing was performed on all of the returned devices and the devices passed with acceptable results. No manufacturing or abnormal observations were detected.

Event description:
It was reported that a cuff miss occurred during attempted suture placement in the common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 6fr and during the aaa procedure the sheath was upsized to a 15fr and 18fr sheath. A second proglide device was used with the same results. A third proglide device was used for successful suture placement. The aaa procedure was completed and hemostasis was achieved with the third proglide sutures. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.